Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose since last wednesday night at the time of incident was 475 mg/dl and yesterday was 463 mg/dl and current blood glucose level was 246 mg/dl and customer took manual injection and their blood glucose dropped to 252 mg/dl and after one hour blood glucose was 115 mg/dl. It also stated that drive support cap was normal. The customer reported that the while troubleshooting for blank display blood glucose level was 208 mg/dl and this morning customer woke up and blood glucose was 371 mg/dl. The customer treated high blood glucose with manual injection and insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. It was also reported that the insulin pump had blank display. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.